Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a battery out limit and a check settings alarm. She experienced high blood glucose levels. Her blood glucose level was 500 mg/dl. She believed her boluses were not being delivered. Air bubbles were found in the tubing. She had the incorrect fill cannula amount. The customer stopped using her insulin pump. The product was not returned. Nothing further to report.